Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to the patient leaking and atrophy of the urethra, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient is currently recovering. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.